Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating button error and loose drive support cap from the insulin pump. The customer's blood glucose was 187 mg/dl. The customer stated that the pump made buzzing alarm sound and none of the buttons were working. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly was noted. No watchdog alarm/anomaly was noted. All operating currents were within specification. All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked lcd keypad connector during visual inspection was noted. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a cracked display window.